Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the partners 3 aviv clinical study, 10 months post implant of a 20mm sapien 3 valve in a pre-existing aortic valve (model and size unknown), the patient developed dyspnea and chest pain with minimum exertion. Aortic valve area of 0.57cm2 was noted. High velocities and gradients across the valve were also reported. An explant of the valve was scheduled. No further information is available at this time.

Manufacturer narrative:
Additional information: evaluation codes; narrative text. The explanted sapien 3 valve was returned to edwards for evaluation. Visual inspection revealed the valve frame was distorted, likely due to the valve explant. No cracks were observed in the x-ray of the frame. Host/pannus-like tissue growth was observed around the frame, near the c1 and c2 commissure areas. Part of the tissue was observed to be dangling, but remained attached to the source. The tissue was likely due to cutting the valve during the explantation. Thrombotic material was observed on the outflow side of all three leaflets, preventing proper coaptation of the leaflets. All leaflets were stiffened and in the closed position. No other abnormalities were observed. No functional testing or dimensional analysis could be performed due to the condition of the returned device. A lot history review did not reveal any other complaints related to ¿valve ¿ host tissue, pannus¿. Note that lot numbers for valve complaints reference the valve serial number only. Therefore, the review was performed by taking the valve serial numbers ((B)(4)) from the associated work order and verifying that there has been no other complaint associated with each serial number. The complaint history review from (B)(6) 2017 to (B)(6) 2018 for sapien 3 valves (all sizes) revealed 2 other returned complaints for ¿valve ¿ host tissue, pannus¿. Both complaints were confirmed based on product evaluation; however, no manufacturing non-conformances were found in the returned samples. A review of the complaint history revealed that the occurrence rates did not exceed the (B)(6) 2018 control limits for the trend category of ¿host tissue, pannus¿. DHR review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were found. Since no product non-conformances or labeling/IFU deficiencies were identified, a fmea assessment was not required. During the manufacturing process, the valve undergoes 100% inspections for valve appearance and to ensure valve coaptation before and after valve holder attachment. Additional, 100% visual inspection is performed prior to final packaging to ensure no damage to the valve occurred from handling between the holder inspection and brep process. In this case, the complaint of ¿valve ¿ host tissue, pannus¿ was confirmed based on visual inspection of the returned valve. However, no manufacturing non-conformances were identified. Per the operative report, the leaflets of the sapien 3 valve were covered with ¿exuberant granulation type tissue and stiffened, but were able to be opened with forceps¿. Additionally, there was a ¿subannular ring of pannus tissue in the same configuration as the leaflets of the sapien 3 valve¿. The growth of the host/pannus tissue on the valve may have impaired the valve performance, leading to the reported elevated gradients. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, the exact root cause of the formation of the host/pannus tissue was unknown.

Event description:
Medical records were received & reviewed. After the placement of a 20mm sapien 3 in a 21mm surgical valve (magna ease), the gradients & aortic velocities remained elevated; post-operative day #1 echo showed ef 60-65%, increased velocity 431 cm/sec, mean gradient 48.6 mmhg, trace pvl, trace aortic regurgitation, ava 0.57cm2. The 30 day follow up noted aortic velocity somewhat improved from 4.3 m/sec to 3.2 m/sec. The patient still complained of dyspnea on exertion but some improvement was noted. She was started on coumadin for 6 months; she developed hematuria and anemia and the coumadin was discontinued at the 6 month mark. The patient was stable with ¿partial responsiveness¿ to the coumadin, although valve thrombosis was never confirmed. Approximately three months later, she was admitted with rapid onset of symptoms of dyspnea on exertion, fatigue and presyncope. Both valves were explanted and a mechanical valve was surgically placed in the aortic position. The operative notes documented, ¿the magna ease valve came out easily. The sapien valve remained. It was freed up from the underlying tissue using a ¿freer elevator¿ instrument. There was a sub annular ring of pannus tissue, in the same configuration as the trileaflet sapien 3 valve.¿

Manufacturer narrative:
Nonstructural dysfunction, device thrombosis requiring intervention and device explantation are listed in the instructions for use (IFU) as potential adverse events associated with the valve in valve procedure. The IFU and training manuals have been reviewed and no inadequacies with regards to warnings, contraindications, and the directions/conditions for the success use of the sapien 3 device were found. Nonstructural dysfunction is any abnormality not intrinsic to the valve itself that results in stenosis or regurgitation of the operated valve or hemolysis. The term nonstructural dysfunction refers to problems (exclusive of thrombosis and infection) that do not directly involve valve components yet result in dysfunction of an operated valve, as diagnosed by reoperation, autopsy, or clinical investigation. It is normal to have a small gradient across a prosthetic valve after implant. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis - patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. In this case, investigation and medical record review indicates there was no true valve dysfunction but patient prosthesis mismatch leading to nonstructural dysfunction was the cause for the elevated gradients and elevated velocities across the valve. Upon surgical explantation, pannus was confirmed around the sapien 3 valve and also likely contributed to the elevated gradients and velocities. A complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.